Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient underwent a initial left total hip arthroplasty, subsequently revised 8 years later due to elevated metal ions. During the revision mechanical loosening and trunnionosis, and scar tissue was found. The head, neck and stem were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: mechanical loosening, trunnionosis. 'Distal third of the abductors did have a portion that had not healed down to the trochanter'. Scar tissue around the femoral neck and head. Metal debris encountered posteriorly femoral neck. Significant corrosion of metal seen on the trunnion. Trunnion intact and integrity adequate, cleaned and remained in place. Left hip tissue & left hip metallosis: dense fibrous tissue, acellar necrosis, and perivascular lymphoplasmacytic inflammation with non-polarizable prosthesis wear debris, negative for acute inflammation. Left trochanteric bursa: synovium with subsynovial fibrosis and degenerative myxoid deposition,negative for acute inflammation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01731, 0001822565-2021-02686.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/corrected.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: d4: catalog number, expiration date. Visual examination of the returned product identified some minor scratches on the articulating surface and some damage to the face of the implant. The head was submitted for further analysis. Analysis determined a modified goldberg score of 4. A score of 4 corresponds to damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Review of the device history record identified no deviations or anomalies during manufacturing for the head. Root cause unchanged. This complaint was confirmed based on the provided medical records and returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01731.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised approximately 8 years later due to unknown reasons. The head and liner were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.